Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump cannot clear the alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The call was lost at this point and troubleshooting called customer back and was able to leave a message.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No software error alarms were noted during testing. No ramping numbers were noted on the display. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no failed battery test alarms were noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.